Event description:
Caller reported that pump malfunctioned, displaying a malfunction code. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump, resolving the issue without recurrence. Customer was advised to call back if any malfunction code recurs and confirmed understanding.